Manufacturer narrative:
Common name: dilator, catheter. Procode: product code: gcc. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient underwent pacemaker lead extraction. The pacemaker was placed on left chest, the leads were placed to right atrium (ra) and right ventricle (rv) from left subclavian vein. When extraction of the lead which was placed in ra around superior vena cava (svc) using lr-pplbes-10.0 (lot: n186168), the tip of the lead came off from the ra. After for a while it was noticed that the blood pressure went down gradually. The procedure moved to open surgery, it was sutured the tear area on ra and closed the chest. Then, rv lead was removed using laser sheath 12fr and 14fr (philip) to complete the procedure.

Event description:
The patient underwent pacemaker lead extraction. The pacemaker was placed on left chest, the leads were placed to right atrium (ra) and right ventricle (rv) from left subclavian vein. When extraction of the lead which was placed in ra around superior vena cava (svc) using lr-pplbes-10.0 (lot n186168), the tip of the lead came off from the ra. After for a while it was noticed that the blood pressure went down gradually. The procedure moved to open surgery, it was sutured the tear area on ra and closed the chest. Then, rv lead was removed using laser sheath 12fr and 14fr (philips) to complete the procedure.

Manufacturer narrative:
D2: common name: dilator, catheter. D2b: product code: gcc. A device was not returned on this complaint; therefore, a physical investigation could not be performed, and the customer's complaint could not be confirmed other than by customer's/sales rep's testimony. The complaint/event that was entered and reported into trackwise: "cardiac tamponade". Per the provided complaint information: "the patient underwent pacemaker lead extraction. The pacemaker was placed on left chest, the leads were placed to ra and rv from left subclavian vein. When extraction of the lead which was placed in ra around svc using lr-pplbes-10.0 (lot n186168), the tip of the lead came off from the ra. After for a while it was noticed that the blood pressure went down gradually. The procedure moved to open surgery, it was sutured the tear area on ra and closed the chest. Then, rv lead was removed using laser sheath 12fr and 14fr (philip) to complete the procedure." Per the sales rep: "since the ra lead was a passive lead (tines type), if the operator's traction was strong, it would be expected to damage the tissue in the atrium where the lead was placed, regardless of the type of dilator that was used. (It is conceivable that by removing the adhesions to the tip, the force of traction would be applied to the tip of the lead and that traction would break the thin wall of the right atrium.)" The device history record (DHR) was reviewed, including manufacturing and quality control records and there are no signs to indicate that the device was not manufactured to current specifications. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.